Event description:
It was reported that an patient presented to the clinic after receiving inappropriate anti-tachycardia pacing due to their implantable cardioverter defibrillator functionally undersensing. Programming changes were made to address the issue. The patient was stable throughout.